Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was developing a rash under the back therapy electrodes. The area was looks red and was giving a burn like sensation. There are no allegations of any open skin. There was no alleged device malfunction contributing to the irritation. Patient was suggested to use hydrocortisone cream by a physician. Follow up indicated that the cream is helping with the skin irritation.